Event description:
A medwatch was received (enclosed) and indicated "during a surgical procedure, endotracheal tube caught fire. Tube was removed and tracheostomy tube inserted." The customer was contacted and no status on the pt's condition was provided.